Event description:
The manufacturer received information alleging a trilogy evo ventilator is experiencing screen issues. There was no harm or injury reported. The customer states that they tried to do a data download from the device and it would not allow them to do anything. There was nothing showing up on the screen and were unable to get the device to blow any air or change prescriptions. The respiratory therapist (rt) instructed the customer to unplug and shut down the device for a few minutes and allow for reset. The customer then tried again, and he was not able to operate the screen. The rt instructed the customer to shut down the device again and leave it for 10 minutes. Afterwards, the customer tried again, and the same issue occurred. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.